Manufacturer narrative:
(B)(4). Additional information requested regarding the patient's condition. No additional information received at the time of this report.

Event description:
The customer reports: the guide wire could not be threaded due to meeting resistance, could not withdraw the guidewire, needle and guidewire were withdrawn out of skin /puncture site and the guidewire snapped/broke. A piece of the guidewire appeared to be coming out of the skin, could not pull out. No bleeding, no local hematoma. Bedside us (ultrasound) used to track the guidewire and did not appear to be in the artery. Right hip x-ray done which showed guidewire to be in the subcutaneous tissue. Vascular surgery was consulted who came and evaluated the patient at bedside and pulled out the guidewire. Right hip x-ray repeated to ensure the entire guidewire had been pulled out.

Event description:
The customer reports: the guide wire could not be threaded due to meeting resistance, could not withdraw the guidewire, needle and guidewire were withdrawn out of skin /puncture site and the guidewire snapped/broke. A piece of the guidewire appeared to be coming out of the skin, could not pull out. No bleeding, no local hematoma. Bedside us (ultrasound) used to track the guidewire and did not appear to be in the artery. Right hip x-ray done which showed guidewire to be in the subcutaneous tissue. Vascular surgery was consulted who came and evaluated the patient at bedside and pulled out the guidewire. Right hip x-ray repeated to ensure the entire guidewire had been pulled out.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire for evaluation. The needle was not returned for evaluation. Visual examination revealed the guide wire is unraveled and separated from the distal weld and has one prominent kink in the guide wire body. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld. The exposed distal core wire tip is rounded, pinched and discolored at the point of separation. The proximal weld appears full and spherical. The prominent kink in the guide wire body was measured at 31 mm from the proximal tip. The broken core wire measured 435 mm in length, which is within the specification of 449.2-458.8 mm per drawing; therefore no pieces of the core wire appear to be missing. The outside diameter of the guide wire measured 0.613 mm which is within the outer diameter specification of 0.610-0.635 mm per drawing. A manual tug test confirmed that the proximal weld was intact. The IFU provided with this kit warns the user, "to reduce the risk of spring-wire guide damage, do not retract spring wire guide against edge of needle while in vessel.". The report that the guide wire was unraveled/separated was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the distal weld. Dimensional inspection did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.2 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 1.1 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error likely contributed to this event, however, the probable cause of guide wire and needle resistance could not be determined based upon the information provided and without the needle being returned. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed since a correct lot number was not provided by the customer and sales history could not be obtained. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the guide wire could not be threaded due to meeting resistance, could not withdraw the guidewire, needle and guidewire were withdrawn out of skin /puncture site and the guidewire snapped/broke. A piece of the guidewire appeared to be coming out of the skin, could not pull out. No bleeding, no local hematoma. Bedside us (ultrasound) used to track the guidewire and did not appear to be in the artery. Right hip x-ray done which showed guidewire to be in the subcutaneous tissue. Vascular surgery was consulted who came and evaluated the patient at bedside and pulled out the guidewire. Right hip x-ray repeated to ensure the entire guidewire had been pulled out.